Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured between may 16, 2019 to may 17, 2019. The device was received for evaluation. A visual inspection was performed and a floating white foreign matter that appeared to be plastic like measuring 0.25 inches in length was identified. The reported condition was verified. The likely cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.